Event description:
It was reported that this implantable pacemaker exhibited oversensing on the right ventricular channel. Additionally, low amplitude and undersensing was observed on the right atrial channel. Reprograming of the device was performed. This device remains in service. No adverse patient effects were reported.